Manufacturer narrative:
The facilities maintenance found there was no movement of the trend valve. Maintenance replaced the trend valve to repair the bed.

Event description:
Information received indicates the emergency trendelenburg function will not activate.